Manufacturer narrative:
(B) (4). Literature article citation: nockels et al. Occipitocervical fusion with rigid internal fixation: long-term follow-up data in 69 pts. J neurosurg spine. 2007; 7: 117-123. A review of the device history records for this device was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent an occipital-cervical fusion using rigid internal fixation. At an unk time post-op, the plate broke. The pt underwent a revision surgery to remove the broken implant.